Manufacturer narrative:
Investigation ¿ investigation reopened due to additional information provided. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The following allegations have been investigated: occlusion, shortness of breath (sob), pain, blood clots, disability. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported sob, pain, blood clots, disability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Event description:
Additional information received 31jan2019: patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to massive saddle pulmonary embolism in right atrium of heart. Patient is alleging vena cava perforation, fracture [filter]-piece cannot be removed and strut embedment. The patient further alleges chest pain, shortness of breath, inability to walk more than two block or up steps without assistance, back pain, clogged filter resulting in diastolic dysfunction, hospitalization for filter removal, blood clots, rehabilitation, reduced enjoyment of life, limitations. Successful filter removal (B)(6) 2017. (B)(6) 2017, retrieval report: "indication: deep venous thrombosis with occlusion of the inferior vena cava and indwelling inferior vena cava filter. Patient has chronic venous insufficiency and severe postphlebitic syndrome. On chronic anticoagulation. Findings: inferior venacavogram above the confluence of the renal veins demonstrates a renal vein inflow without clot above the filter. The inferior vena cava is occluded from the top of the filter the confluence of the iliac veins. Venogram through the bilateral femoral venous sheaths confirms occlusion of the bilateral common iliac veins and inferior vena cava with collateral drainage through the bilateral gonadal veins into the inferior vena cava above the filter. Patient outcome: the filter was removed without incident. A single strut of the filter, which is nearly entirely embedded within a lumbar vertebral body, was left in place. The remainder the filter is intact imaging of the chest demonstrate no additional fracture filter struts".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Device code: 3191 - code not available for perforation of organs. Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog # is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
Description of event according to categorization form: [pt] alleges: "strut of ivc filter embedded in lumbar vertebral body - left in place ((B)(6) 2017)". Additional information received from short form complaint on 14-jan-2019: it is alleged that [pt] received a cook celect filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.